Manufacturer narrative:
The device is currently being returned to the resmed design house located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device failed to charge its battery and detect the correct power source. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The was returned to resmed for evaluation. Performance testing confirmed the reported charging issue. Photographs were used for an extensive engineering investigation. Based on the available information and investigations of similar complaints, the investigation determined that the device fault was most likely due to a single component failure in the main pcb. There was no patient injury reported as a result of this event. Resmed risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).